Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)¿ the dentist reported that almost 6 months after dental implant was installed in intraoral region 12#, its non-osseointegration was observed. 20 ncm of primary stability was achieved and the patient presented bone type iii.